Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During a pediatric proximal femoral osteotomy on (B)(6) 2013, for a corrective procedure to treat varus deformity in a (B)(6) child, it was noted that the set screw in the positioning device for the guiding block seemed to be stripped. This device sets the angle of correction for the osteotomy. The set screw that locks the angle would not tighten. In order to complete the procedure, the surgeon manually held the angle on the device. Surgeon completed the case without changing to another positioning device, but felt the guide was not as stable as it should be, due to the stripped screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and is entering the complaint system. The investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. The report indicates after the set screw is not stripped and provides a friction lock when properly tightened. The complaint issue was not replicated in the design evaluation. It is unlikely that the design played a contributing factor in the device failure. It is more likely that the set screw was not properly tightened. As such, this complaint is determined to be invalid from a design perspective. A manufacturing evaluation was conducted. The report indicates after the hexagon socket of the set screw is worn; the screwdriver slips through when applying force. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by frequent or forcible use. Placeholder.